Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990n-1 knee scorpion needle was received for investigation. Visual evaluation of the returned device noted that the tip of the needle was broken. The fragment that broke off was returned. Functional testing was not performed due to the damage to the device. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair surgery the needle broke inside the scorpion. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.